Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor alarm. The customer was loading in a new reservoir and was trying to prime the insulin pump when the alarm occurred. The customer's blood glucose level was unknown. The insulin was squirting out during the manual prime process. It was also noted in troubleshooting that the drive support cap was flushed. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The pump was received a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the operating currents, unexpected restart, self-test, basic occlusion, occlusion, prime, or excessive no delivery tests due to the alarm. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.